Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a (B)(6) passed away on (B)(6) 2020 while wearing the lifevest in the hospital. Clinical review of the patient's download data revealed that prior to passing, the patient received 3 appropriate treatments from the lifevest. At 4:32:12, 4:41:59, and 6:36:40 on (B)(6) 2020, the patient received appropriate treatments during vf. All three of the treatments converted the arrhythmias to slower rhythms. The lifevest was shut down at 10:46:58 while the patient's rhythm was sinus tachycardias/sinus rhythm from 100 bpm to 60 bpm. The lifevest was powered back on at 10:48:09 am on (B)(6) 2020. At 12:16:12 pm the patient received a non-lifevest defibrillation. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact. The patient received a second non-lifevest defibrillation at 12:16:32 pm, the patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was obscured by CPR and motion artifact and then degraded further to asystole with CPR and motion artifact. The patient was in vf with CPR and motion artifact for 17 minutes and 10 seconds before receiving the external defibrillations, however the CPR and motion artifact prevented the lifevest from delivering a treatment during this time. The patient remained in asystole after the second external defibrillation until the device was shut down at 14:46:12. There is no indication that a device malfunction caused or contributed to the patient's passing, the equipment was found to be fully functional.